Event description:
Bilateral symmetric inflammatory reaction (inflammatory reaction in left knee) [injection site joint inflammation] ([injection site joint pain], [injection site joint swelling], [injection site joint effusion], [synovial fluid analysis abnormal]), unable to walk due to increasingly painful knee/ intense pain in knee (left knee) [unable to walk]. Case narrative: initial information received from united states on 14-jul-2020 regarding an unsolicited valid serious case issued from a literature article: martens pb. Bilateral symmetric inflammatory reaction to hylan g-f 20 injection. Arthritis & rheumatism. 2001;44(4):978-9. The case is linked to case ID: (B)(4) (same patient- multiple devices). This case involves a (B)(6) years old female patient who experienced bilateral symmetric inflammatory reaction (inflammatory reaction in left knee) and was unable to walk due to increasingly painful knee/intense pain in knee (left knee), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis with both knees. Patient had received a series of hylan g-f 20 injections 9 months earlier. At that time, evaluation for knee osteoarthritis (oa) revealed bilateral knee effusions (medical history), noninflammatory synovial fluid following aspiration (knee aspiration volume on 14-jul-1999 was 16 ml and quality of synovial fluid was clear and wbc count was 320 mm3), and medial joint space narrowing with no chondrocalcinosis seen radiographically. Anti-inflammatory drugs, acetaminophen, and corticosteroid injections provided minimal benefit, and she elected to undergo 3 bilateral knee injections with hylan g-f 20. Knee aspiration volume on (B)(6) 1999 was 20 ml and quality of synovial fluid was clear, knee aspiration on (B)(6) 1999 was 18 ml and quality of fluid was clear. Knee aspiration volume on (B)(6) 1999 was 26 ml and quality of synovial fluid was clear. She responded to the first series of 3 weekly injections with decreased knee pain for a period of 6 months, but more severe knee pain gradually returned, and after another 3 months she decided to retry hylan g-f 20. On physical examination, bilateral knee effusions were present, with moderate discomfort on flexion and extension. On (B)(6) 2000, knee aspiration volume was 26 ml and quality of synovial fluid was clear yellow, grossly noninflammatory and the patient started taking hylan g-f 20, sodium hyaluronate injection (dose, route, form, frequency, lot/batch number and expiry date: unspecified) for left knee osteoarthritis. On an unknown date in (B)(6) 2000, within 12 hours after the procedure, left knee became swollen and increasingly painful. Pain, intense in left knee, progressed to the point that she became unable to walk, and she presented to the emergency department. There, knee was aspirated and injected with corticosteroids, and intramuscular ketorolac (60 mg) was administered. Effusion volume was significantly larger than on the previous day, and fluid was grossly turbid (knee aspiration volume was 74 ml) and wbc count was 6280 mm3 with 76% segmented neutrophils; 1% bands; 7% lymphocytes; 16% monocytes, mesothelial cells, and macrophages. Following treatment, improvement occurred over 24 hours, but the patient declined subsequent hylan g-f 20 injections in the series because of this reaction. Seriousness: intervention required and medically significant for all events. Action taken: drug withdrawn. Corrective treatment: corticosteroids injection nos, and intramuscular ketorolac. Outcome: recovering.

Event description:
Bilateral symmetric inflammatory reaction (inflammatory reaction in left knee) [injection site joint inflammation] ([injection site joint pain], [injection site joint swelling], [injection site joint effusion], [synovial fluid analysis abnormal]) unable to walk due to increasingly painful knee/ intense pain in knee (left knee) [unable to walk] case narrative: initial information received from united states on 14-jul-2020 regarding an unsolicited valid serious case issued from a literature article: martens pb. Bilateral symmetric inflammatory reaction to hylan g-f 20 injection. Arthritis & rheumatism. 2001;44(4):978-9. The case is linked to case ID: (B)(4) (same patient- multiple devices). This case involves a 70 years old female patient who experienced bilateral symmetric inflammatory reaction (inflammatory reaction in left knee) and was unable to walk due to increasingly painful knee/intense pain in knee (left knee), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis of both knees. Patient had received a series of hylan g-f 20 injections 9 months earlier. At that time, evaluation for knee osteoarthritis (oa) revealed bilateral knee effusions (medical history), noninflammatory synovial fluid following aspiration (knee aspiration volume on (B)(6) 1999 was 16 ml and quality of synovial fluid was clear and white blood cell (wbc) count was 320 mm3),and medial joint space narrowing with no chondrocalcinosis seen radiographically. Anti-inflammatory drugs, acetaminophen, and corticosteroid injections provided minimal benefit, and she elected to undergo 3 bilateral knee injections with hylan g-f 20. Knee aspiration volume on (B)(6) 1999 was 20 ml and quality of synovial fluid was clear, knee aspiration on (B)(6) 1999 was 18 ml and quality of fluid was clear. Knee aspiration volume on (B)(6) 1999 was 26 ml and quality of synovial fluid was clear. She responded to the first series of 3 weekly injections with decreased knee pain for a period of 6 months, but more severe knee pain gradually returned, and after another 3 months she decided to retry hylan g-f 20. On physical examination, bilateral knee effusions were present, with moderate discomfort on flexion and extension. On (B)(6) 2000, knee aspiration volume was 26 ml and quality of synovial fluid was clear yellow, grossly noninflammatory and the patient started taking hylan g-f 20, sodium hyaluronate injection (dose, route, form, frequency, lot/batch number and expiry date: unspecified) for left knee osteoarthritis. On an unknown date in (B)(6) 2000, within 12 hours after the procedure, left knee became swollen and increasingly painful (injection site swelling, injection site pain). Pain, intense in left knee, progressed to the point that she became unable to walk (gait instability), and she presented to the emergency department. There, knee was aspirated and injected with corticosteroids, and intramuscular ketorolac (60 mg) was administered. Effusion volume was significantly larger than on the previous day, and fluid was grossly turbid (knee aspiration volume was 74 ml) and wbc count was 6280 mm3 with 76% segmented neutrophils; 1% bands; 7% lymphocytes; 16% monocytes, mesothelial cells, and macrophages. Following treatment, improvement occurred over 24 hours, but the patient declined subsequent hylan g-f 20 injections in the series because of this reaction. Global product technical complaint number: (B)(4). Seriousness: intervention required and medically significant for all events. Action taken: drug withdrawn. Corrective treatment: corticosteroids injection nos, and intramuscular ketorolac. Outcome: recovering. A product technical complaint (ptc) was initiated on 03-feb-2021 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no corrective action preventive action (CAPA) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the non conformances report (ncr) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA is required. Investigation complete date 04-feb-2021. Additional information was received on 14-jul-2020: global product technical complaint number: (B)(4) was added. Additional information was received via affiliate on 03-feb-2021: ptc results were added; clinical course updated; text amended accordingly.